Event description:
The ge oec 9600 fluoroscopy system was reported to lock-up during use.

Manufacturer narrative:
A ge oec svc rep investigated the issue and numerous bad sectors on the hard drive that was removed and replaced. Additionally the eeprom was replaced and software reloaded. The system was tested and found to be functioning as intended. The system was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.